Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection problems. The following information was received by the initial reporter with the following verbatim: it was reported by customer that in process of priming tubing when saline began spraying on her, tubing was barely connected to the blue plastic safety clamp and became completely detached by force of spray.